Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during regular maintenance, the cardiosave hybrid type e/f plug (iabp) malfunctioned. Fse noticed that there was a gas leak. No patient involvement.